Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. After battery installation the insulin pump gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform displacement test due to display anomaly.

Event description:
It was reported that lcd screen and keypad were damaged. No troubleshoot performed, no further information reported blood glucose unknown pump will be replaced and pump will return.